Event description:
On 07/22/2022, it was reported by a arthrex employee via (B)(4) that a ar-1646 elbow kit was opened and the sterile drape was missing. This was discovered during an unknown case. A second kit was opened to complete the case. There was no patient effect reported. No additional information provided.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to a supplier process issue; however, due to the device not being returned, we are unable to confirm the reported event.